Manufacturer narrative:
The device was received for evaluation. A test of flow rate accuracy was performed, and the results were not within the product specifications. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be temperature sensor out of calibration. The temperature sensor requires to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump failed preventive maintenance test with low rates. There was no patient involvement. No additional information is available.